Event description:
It was reported by service report that the nurse call function is not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: incorrect dip switch settings for nurse call.